Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 8-dec-2020 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 169, 150 and 48 mg/dl. Customer was not experiencing any symptoms when the result of 48 mg/dl had been obtained. The customer¿s expected fasting blood glucose test result range is 98-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 120 mg/dl and 141 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/19/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).